Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm and pump error 35 alarm due to the force sensor flex cable incompletely plugged in. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. The pump was received with scratched case, cracked select button keypad overlay, cracked retainer, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had critical pump error and high blood glucose level. Customer's blood glucose value was 475 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.